Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen was damaged during a carnival ride, and an image confirmed visible screen damage consistent with a broken or cracked display necessitating replacement; the device was exchanged and the user transitioned to backup insulin therapy without interruption. Symptoms included none, and blood glucose remained in range. Outcomes included no injury, no medical intervention beyond routine backup therapy, and no hospitalization. Investigation included intake assessment, verification of device identifiers and shipping details, user-provided photo review, and logistical follow-up. Investigation of this device revealed physical damage to the display consistent with external impact, with no evidence of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device performance.